Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, in-house testing, manufacture record review, a search for similar complaints, and a review of product labeling. Return material was not available. A sensitivity testing protocol was executed; including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Testing met the acceptance criteria and determined the reagent is performing acceptably. Clinical sensitivity was also evaluated, the reagent in question accurately evaluated seroconversion panels indicating performance has not been adversely affected. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found the likely cause lot generated lower readings and values for the calibration and controls and normal results for an internal panel of known concentration. Tracking and trending did not identify an adverse trend. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information no product deficiency of the architect anti-hcv assay, list number 06c37, lot 95371li00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated (B)(6) anti-hcv results between lots while using the architect anti-hcv assay. The customer provided the following data (s/co): patient: (B)(6) (94016li00). Patient: (B)(6) (95371li00). This patient was also (B)(6) when tested using other lots: patient: (B)(6) (94357li00) (reported in manufacture report number: 3002809144-2019- 00053). Patient: (B)(6) (94655li00) (reported in manufacture report number: 3002809144-2019-00054). There was no adverse impact to patient management reported.